Event description:
Tubing for level one cracked causing it to leak. Level one tube placed in the micu charge office with cracked part labeled. Top of drip chamber, middle short lumen. The crack occurred while priming, so no blood exposure.